Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with 130 units of insulin. Customer¿s blood glucose value was between 54-500 mg/dl. Reportedly, a new cartridge was loaded to address the event and customer continued to use the pump for insulin therapy.